Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported erosion is a known risk associated with the implant of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) explant surgery due to urethral erosion. It was indicated that the patient had a catheter placed prior to the erosion. There were no device issues associated to the removed components the physician will revisit the patient in the future to implant a new aus. There were no further patient complications.